Manufacturer narrative:
Unit power up properly after battery installation. Insulin pump received an immediate restart during rewind followed by a pump error 3 alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test or verify pump error 54 due to pump error 3 alarm. Unit received with pillowing keypad overlay, minor scratches on case and label damage. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump errors. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.